Event description:
Concern about suspected false positive cue health covid-19 tests in a family. Nobody (parent, child, grandparents) has symptoms, there were no known covid exposures, and no known history of covid. Family wears high-quality masks everywhere, including outside, and disinfects/quarantines deliveries. No tests (antigen, other molecular, lab pcr) except for cue yielded positive result for any family member over the time period in question. Reporting here for person 1 (child), who is homeschooled and had only socialized outdoors with peers and adults who were also wearing high-quality masks (n95, kn95, kf94). Child had the following pattern of covid test results: tested negative on cue evening of monday 2/26; tested negative on cue evening of tuesday 2/27; tested negative on cue evening of friday 3/1; tested positive on cue evening of monday 3/4, 2x in a row; tested negative on cue morning of tuesday 3/5; tested positive on cue the night of tuesday 3/5, then immediately tested negative on metrix aptitude (another molecular covid test); tested negative on cue the morning of wednesday 3/6; tested negative on metrix late afternoon wednesday 3/6; tested positive on cue evening of wednesday 3/6; tested negative on cue morning of thursday 3/7; tested negative on lab pcr (labcorp on demand pixel) afternoon of thursday 3/7; tested negative on flowflex evening of thursday 3/8; tested negative on cue morning of friday 3/8; tested negative on cue evening of friday 3/8; tested positive on cue the afternoon of saturday 3/9, then immediately tested negative on metrix; tested negative on flowflex evening of saturday 3/9; tested negative on cue the evening of sunday 3/10; tested negative on cue evening of monday 3/11; tested negative on flowflex afternoon of tuesday 3/12 . Cartridge and lot numbers for child's positive cue tests: sn: (B)(6), lot: 31044c; sn: (B)(6), lot: 31044c; sn: (B)(6), lot: 31044c; sn: (B)(6), lot: 31044c; sn: (B)(6), lot: 31162c. Information on test results and timeline for other family members is available upon request. Family was distressed by cue test results given family members' high-risk status and small shared living space. Parent missed work, child missed social events. Cartridges were stored in the home within acceptable temperature range. Cue health did not ask the family to mail in cartridges to assist with an investigation.parent offered but hadn't received a response to that question as of 3/13. Cue would not comment on limit of detection relative to other tests. Media reports indicate that cue health recently launched cost reduction initiatives (e.g., laying off >30% of workforce). Expiration date: 31-aug-2024. Reference reports: mw5152893, mw5152894, mw5152896, mw5152897.